Event description:
Pt undergoing cardiac surgery uneventfully. Cardiac bypass initiated, and within 2 minutes, patient's oxygen saturation dropped as measured peripherally, and blood passing through bypass system determined not to be getting oxygenated properly (noted to be very dark in color). Multiple pieces in system. Initial trouble shooting did not reveal a cause. Pt removed from bypass, system changed, re-checked and pt re-initiated onto bypass, without event. No harm